Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: social media.

Event description:
Reported false positive sars results (unknown quantity) for 1 consumer. It is unknown if the consumer was symptomatic. The parent of the consumer communicated the result was confirmed negative by molecular (pcr testing) and other rapid antigen testing. An attempt was made to contact the reporter for more information. The reporter was unresponsive.